Manufacturer narrative:
Correction: section b.1. Changed from: product problem to product problem and adverse event. Section b.2. Changed from: blank to: hospitalization. Section b.5. Added information received from facility medwatch mw(B)(4). Section h.1. Changed from: malfunction to: serious injury. Section h.6. Patient code changed from: 2199 to: 2348. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that while initiating support in the cardiac catheterization lab (ccl) for intra-aortic balloon (iab) insertion, the staff noticed an auto-fill failure alarm. There was no indication of a leak and all connections were secure. The customer tried again on a second console and second catheter and the same failure occurred. Upon removal of the first iab it inflated and there were no kinks noted. Upon removal of the second catheter there were also no kinks and it was inflatable. Therapy was discontinued and the patient was transported without the iab. There was no reported injury to the patient. This submission is for the first iab. Facility medwatch mw(B)(4) received on 6aug2018 states as follows: sensation plus 8ff 50cc fiber-optic balloon catheter was inserted and connected to the iabp console. When the console was started, the error messageauto-fill failure would not allow the catheter to function. A second attempt was made with the same results and an inability to provide the therapy to the pt. The field rep stated that this has been a known issue and that he had not called or notified us of the issue experienced at high elevations. Facility medwatch mw(B)(4) indicates the patient sustained a serious injury and that the adverse event's outcome was hospitalization.

Event description:
It was reported that while initiating support in the cardiac catheterization lab (ccl) for intra-aortic balloon (iab) insertion, the staff noticed an auto-fill failure alarm. There was no indication of a leak and all connections were secure. The customer tried again on a second console and second catheter and the same failure occurred. Upon removal of the first iab it inflated and there were no kinks noted. Upon removal of the second catheter there were also no kinks and it was inflatable. Therapy was discontinued and the patient was transported without the iab. There was no reported injury to the patient. This submission is for the first iab. Facility medwatch mw(B)(4) received on 6aug2018 states as follows: sensation plus 8ff 50cc fiber-optic balloon catheter was inserted and connected to the iabp console. When the console was started, the error messageauto-fill failure would not allow the catheter to function. A second attempt was made with the same results and an inability to provide the therapy to the pt. The field rep stated that this has been a known issue and that he had not called or notified us of the issue experienced at high elevations. Facility medwatch mw(B)(4) indicates the patient sustained a serious injury and that the adverse event's outcome was hospitalization. As of 24sept2018 the customer has stated as follows: when the report was filed, vail health debated how to characterize the event report type. Because the balloon failed, the patient was transported without a balloon. There could have been very serious consequences for the patient during that transport, as a direct result of the balloon¿s failure. Because the patient could have suffered a serious injury as a result of being transported without a balloon and the patient¿s status was undetermined at the time the report was file, vail health elected to report the event as a serious injury. Vail health understood that the definition of serious injury included a significant risk of serious injury. Therefore the submission is being amended to reflect that there was no serious injury that took place.

Manufacturer narrative:
Correction: section d.10 changed from: yes to: no and should have been included in a previous report. Section: b.1 changed from: adverse and event and product problem to :product problem. B.2. Outcome attributed to ae is n/a. B.5. Additional event information added and declaration from customer that no serious injury occurred. Section h.1. Changed from: serious injury to: malfunction. Section h.6. Patient codes changed from: 2348 to: 2199. Complaint # (B)(4), record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that while initiating support in the cardiac catheterization lab (ccl) for intra-aortic balloon (iab) insertion, the staff noticed an auto-fill failure alarm. There was no indication of a leak and all connections were secure. The customer tried again on a second console and second catheter and the same failure occurred. Upon removal of the first iab it inflated and there were no kinks noted. Upon removal of the second catheter there were also no kinks and it was inflatable. Therapy was discontinued and the patient was transported without the iab. There was no reported injury to the patient. This submission is for the first iab.